Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the batteries to resolve the issue. The new batteries failed two minutes into start up. The stm recharged the batteries and ran a stress test again. The batteries failed 15 minutes into start up once again. The stm determined that the new battery failure was due to the power supply. The stm left the unit to charge overnight and returned to install a new power supply. The stm plugged the unit to charge and the battery showed a full charge. The stm performed a full battery run-time test and completed full pm. The unit passed full calibration, functional, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.